Event description:
It was reported that the foley catheter had no issues during the pre-test but falls out shortly after placement. Per notification from investigator on 02feb2026, it was reported that the cuffing was found during sample evaluation on 27jan2026.

Manufacturer narrative:
The initial reporter's facility name: (B)(6). The reported event is confirmed manufacturing related. Received a 3-way temp sensing catheter with cut portion of inlet tubing. Visual inspection noted that the catheter balloon was mushroomed prior to the start of the evaluation. Attempted to inflate balloon with 10 ml of methylene blue solution (3 drops 1% methylene blue per 100ml distilled water) using the in-house luer lock syringe and it immediately leaked into the drainage lumen at the trifurcation creating lumen to lumen leak. This is out of specification which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. The possible root causes for this failure, per CAPA 11092653, are "funnel wall thickness to thin due to molding core pin shape" or "extruded tube diameter with variation causing leak in catheter funnel molding." Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 11092653. Corrections: d, e, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter had no issues during the pre-test but falls out shortly after placement.